Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had the implantable neurostimulator (ins) removed in 1999 but the leads remain implanted. The ins was removed because it was not effective for pain relief. No further complication were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.